Event description:
It was reported that there was a leak between the minicap transfer set and titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.